Event description:
The customer reported that the images produced were very dark and illegible. There was no report of pt injury or death.

Manufacturer narrative:
The customer cancelled the service call.